Event description:
A distributor reported difficulties with the quick bolus/wake button on a pump, which required multiple presses to turn on the screen. There was no reported impact to the customer's blood glucose level at the time of the event. Technical support instructed the caller to remove the pump case and apply firm pressure on the button, but the issue persisted. Consequently, the pump was replaced under warranty, and the customer was guided through the process of returning the problematic device. No further information was available regarding the customer's alternative insulin therapy.